Manufacturer narrative:
(B)(4).

Event description:
Follow-up was conducted and from the information obtained it was reported that the patient was seen (B)(6) 2013 and a device check was done. The pacemaker was functioning normally and had good thresholds and good sensing. It was noted that a lot of pvcs (premature ventricular contractions) have been seen with this patient, and the patient was noted as being symptomatic. However, no intervention was noted and that the next device check is scheduled for (B)(6) 2013 and will be via remote transmission. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient called to report that they feel like they did before the device was implanted. They have a hard time breathing, their pulse rate is low, and they can feel it ¿thump.¿ the patient did note that they had started a new medication. The device remains in use. No patient complications have been reported as a result of this event.